Manufacturer narrative:
Correction to h6; type of investigation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of central regurgitation was confirmed based on the medical records provided. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "a tee on admission demonstrated a valve-in-valve bioprosthetic configuration with aortic valve leaflets in series due to poor valve overlap, resulting in severe mixed aortic regurgitation (transvalvular and posterior paravalvular)." Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, the patient implanted the valve within a pre-existing valve. It is possible that the thv leaflets from the pre-existing valve overhang on top of the s3ur thv. Leaflet overhang, a situation where prosthetic valve leaflets extend beyond the valve frame, can lead to central regurgitation (leakage) due to disrupted flow and incomplete leaflet coaptation. This occurs because the overhang can interfere with the proper closure of the valve leaflets, causing a backflow of blood. Available information suggests that procedural factors (pre- existing prosthetic valve leaflet overhang) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events of central and paravalvular regurgitation were confirmed based on the medical records provided. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. As reported, "while reviewing emr during monitoring visit, noted tee completed 26jun2025, showing "severe paravalvular aortic regurgitation" with "moderate transvalvular regurgitation that seems to originate superior to the leaflets, suggesting that the transvalvular regurgitation is coming from poor overlap of the two tavr prosthesis rather than due to leaflet degeneration." In this case, the patient implanted the valve within a pre-existing valve. It is possible that the thv leaflets from the pre-existing valve overhang on top of the s3ur thv. Leaflet overhang, a situation where prosthetic valve leaflets extend beyond the valve frame, can lead to central regurgitation (leakage) due to disrupted flow and incomplete leaflet coaptation. This occurs because the overhang can interfere with the proper closure of the valve leaflets, causing a backflow of blood. Available information suggests that procedural factors (pre- existing prosthetic valve leaflet overhang) may have contributed to the complaint event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest/indicate that the first valve was not optimally positioned. As a result, the second valve positioned within the first valve resulted in suboptimal overlap between the two prosthetic valves, resulting in the first valve's leaflets not being secured and sealed by the frame and skirt of the second valve resulting in leakage around the second valves which contributed to the observed paravalvular leak. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
It was reported that approximately six months following a valve-in-valve (viv) procedure involving the implantation of a 26mm sapien 3 ultra resilia valve within a 26mm x4 valve, the patient was reported to have developed severe paravalvular aortic regurgitation accompanied by moderate transvalvular regurgitation. The transvalvular regurgitation appeared to originate superior to the leaflets, suggesting that it was due to poor overlap between the two transcatheter aortic valve replacement (tavr) prostheses rather than leaflet degeneration. Additionally, holodiastolic flow reversal was observed in the descending aorta, consistent with severe aortic regurgitation. Per medical record review, the patient is an 81-year-old male, who underwent an implantation of a 26mm x4 transcatheter aortic valve as part of the alliance trial. A valve-in-valve procedure was performed using a sapien 3 ultra resilient (s3ur) valve due to paravalvular regurgitation (pvl), which was initially resolved to mild. However, the six month transesophageal echocardiogram (tee) revealed progression to severe pvl and new moderate transvalvular regurgitation. The transvalvular regurgitation appears to stem from suboptimal overlap between the two prosthetic valves rather than leaflet degeneration. No transvalvular regurgitation was noted at the time of the valve-in-valve procedure, and the etiology of the new regurgitation remains undetermined. The patient was admitted one year post index procedure for management of severe paravalvular aortic regurgitation. A tee on admission demonstrated a valve-in-valve bioprosthetic configuration with aortic valve leaflets in series due to poor valve overlap, resulting in severe mixed aortic regurgitation (transvalvular and posterior paravalvular). Structural degeneration of the bioprosthetic leaflets was identified as the etiology of the transvalvular jets.

Manufacturer narrative:
Update to b5. Correction to h6; impact and clinical code. The investigation is ongoing.

Event description:
Additional information was received that approximately 7 months post aortic valve in valve (aviv) the 26mm sapien 3 ultra resilia valve was explanted and replaced with a surgical valve. Per medical record review, a patient who underwent transcatheter aortic valve implantation (tavi) with a 26mm x4 valve on (B)(6) 2024 as part of the alliance trial complicated by paravalvular regurgitation. A valve-in-valve procedure using a sapien 3 ultra resilient (s3ur) valve was performed on (B)(6) 2025 to address the pvl, which was initially reduced to mild. However, a transesophageal echocardiogram (tee) performed 6 months post procedure revealed progression to severe pvl and new moderate transvalvular regurgitation, attributed to suboptimal overlap between the two prosthetic valves rather than leaflet degeneration. No transvalvular regurgitation was noted at the time of the valve-in-valve procedure. The patient was admitted for management of severe paravalvular aortic regurgitation. A tee on admission demonstrated a valve-in-valve bioprosthetic configuration with aortic valve leaflets in series due to poor valve overlap, resulting in severe mixed aortic regurgitation (transvalvular and posterior paravalvular). Structural degeneration of the bioprosthetic leaflets was identified as the etiology of the transvalvular jets. The patient was referred for outpatient cardiothoracic evaluation for definitive management of their severe paravalvular aortic regurgitation. The patient was evaluated by the interventional team, and it was decided despite the high-risk nature of the procedure, their given age, ckd IV, pad, severe cad and carotid disease that the valve-in-valve tavrs needed to be explanted. Seven months post procedure, the patient was admitted for elective explanation of both tavr valves and replacement with a 23mm inspiris bioprosthetic valve, and replacement of their ascending aortic with a 26mm gelweave graft.